Event description:
Procedure: lavh. According to the reporter: the handle would not allow full fire and seemed to jam on the sequential firing. Another reload was used and the same thing happened." The stapler still cut the tissue, but only halfway down the cartridge to the point it got stuck/jammed. Surgery time extension was reported as approx 30 minutes. Bipolar cautery was used to complete the procedure.